Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's device had been causing them pain at the implant site and the patient was supposed to have it removed on the day of the report, but ran into insurance issues. They wanted to contact another physician that could, potentially, remove the device. This started a couple of years prior to the report. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported another date for explant was not yet chosen. The cause of the pain at implant site is unknown. No further complications reported/anticipated.